Event description:
This ra lead was implanted on (B)(6) 2013 and remains implanted at this time. The physician was dr. (B)(6) at (B)(6) in (B)(6), ga. A call to technical services on (B)(6) 2013 states that ra lead had fallen out of place then reimplanted. Threshold was fine. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).